Manufacturer narrative:
Initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection part of a plexitron solution set was unable to connect with the peripheral catheter. The issue was further described as, "the threaded device was fixed and did not fulfill its function". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A functional test was performed, and the adapter did not rotate. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: there was no evidence of cyclohexanone causing adhesion between the parts that make up the adapter or any malformation in the parts. The cause of the condition could not be determined; however, a potential cause is related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.